Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.5ml 31g 6mm s/c u-100 relion was damaged and leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 328520 batch no: 9217412 it was reported that the insulin leaked from the side of the syringe, then he noticed that there was a piece missing from the side of the syringe barrel. Also reported that the needle was sticking through the shield of another syringe and the needle stuck his fingers as he was handling the syringe.

Event description:
It was reported that syringe 0.5ml 31g 6mm s/c u-100 relion was damaged and leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 328520 batch no: 9217412. It was reported that the insulin leaked from the side of the syringe, then he noticed that there was a piece missing from the side of the syringe barrel. Also reported that the needle was sticking through the shield of another syringe and the needle stuck his fingers as he was handling the syringe.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 1 may 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9217412 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200836434, 200835960] noted that did not pertain to the complaint. There were two (2) notifications [200836452, 200836439] noted for damage tips. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.